Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. The customer stated that the insulin which I have for about 1 years stops and its output and receives a blockage error and red battery. Customer stated that the glucose monitoring screen had a vertical line running through it and was afraid that the insulin pump will stop working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.